Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is an unknown date in (B)(6) 2019. H3, h6: part: 04.607.402, lot: 3l69189, manufacturing site: mezzovico, release to warehouse date: february 22, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. X-ray review: narrative (3d head detached from pedicle screw) could be verified from provided x-ray. The clamping ring of the returned uss-ii polyaxial 3d-head is cracked. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. Summary of manufacturing evaluation: the final product 04.607.402 is the assembly of two component parts (part 50161103 clamping ring and part 50161100 body). The review of the device history record revealed that this uss-ii polyaxial 3d-head was manufactured in february 2019 in accordance to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review, and the document/specification review did not identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. In addition, this occurrence was previously investigated per complaint (B)(4), see following abstract: material analysis performed by an external laboratory as well as by our internal laboratory: the material properties were checked and found to be in accordance with the international standards iso 5832-11:2014 and astm f1295 - 16 for implants made of titanium alloy (ti6al7nb) as well as with the internal raw material specifications (internal requirements meet or exceed those established in astm f1295 and iso 5832 -11). The investigation found no material or manufacturing related issues that would have contributed to this complaint condition. The complaint is confirmed since the clamping ring of the uss ii poly 3-d head is cracked. The investigation regarding dimensions and raw material could not detect any non-conformities or other irregularities that could potentially have an influence on the function or mechanical strength of the device. The exact cause of failure could not be identified. Further root cause analysis is still ongoing, and relevant actions have been taken to address the issue. H6: code 3191 used to capture requires surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: mni, mnh, kwp, kwq. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an adjacent spondylodesis l5/s1 & l2/3 with uss2 polyaxial was performed and it was informed that a 3d head of the uss2 has detached itself from the pedicle screw s1 on left side. The patient has to go under revision surgery and during the surgery it was found that the ring of the 3d head was broken. The procedure was completed successfully. The patient condition is unknown. Concomitant device reported: unknown nut (part # unknown, lot # unknown, quantity 1), unknown sleeve (part # unknown, lot # unknown, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 1), unknown rod (part # unknown, lot # unknown, quantity 1). This is report 1 for 1 (B)(4).